Event description:
The report we rec'd from the field indicated that during pre-dilatation of a calcified right renal artery, the balloon ruptured at six atms. Upon withdrawal, the physician felt some slight resistance, but continued pulling the balloon back into the guiding catheter. The distal tip and distal end of the balloon came off the balloon catheter and embolized into a small peripheral vessel. Attempts to snare the fragment were unsuccessful. The physician successfully stented the right renal artery, but the balloon fragment remains in the pt. The pt is showing no adverse symptoms at this time.

Manufacturer narrative:
During a percutaneous transluminal angioplasty to the right renal artery the balloon was reported to have ruptured below rated burst pressure. The vessel was described as calcified. Upon withdrawal, the physician felt slight resistance, but continued pulling the balloon back into the guiding catheter. The distal tip and distal end of the balloon separated from the balloon catheter and embolized into a small peripheral vessel. Attempts to snare the fragment were unsuccessful and the balloon fragment remains in the pt. The physician was able to successfully stent the right renal artery. The pt is showing no adverse symptoms at this time. A clinically used slalom balloon catheter was returned for analysis. The balloon had a circumferentially direct tear at 1.6cm distal to the proximal balloon seal. The inner body was separated 0.2cm distal to the distal markerband. The inner body material had an elongated condition at the separated spot. The distal balloon part and the distal tip were not returned. The involved guiding catheter was also not returned. Mfg records for this lot were reviewed and the results indicate that the product met quality requirements for product acceptance. The balloon burst pressure tests during the mfg process were found to be pass. Sem analysis performed on the outer surface of the rec'd balloon material revealed no clear evidence of abrasions that might have caused the balloon burst. With the info available it is not possible to determine the relationship between the device and the balloon burst. However, vessel characteristics may have had an impact. Due to the elongated condition of the inner body material, it appears that the inner body was separated during the attempt of the physician to withdraw the balloon catheter back into the guiding catheter.